Manufacturer narrative:
The reported events of noise, low lead impedance and insulation damage were confirmed. As received, a complete lead was returned in one piece for analysis. Visual examination revealed an external insulation abrasion breaching all the lumens proximal to the suture sleeve tie impression with an abraded ethylenetetrafluoroethylene (etfe) coating of one non-functional cable and a polytetrafluoroethylene (ptfe) liner on the inner coil. The cause of the reported events was due to the external insulation abrasion which is consistent with friction to the device can.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2020-01088. During a clinic follow-up, episodes of noise and low pacing impedance was observed on the right ventricular (rv) lead and episodes of noise resulting in oversensing and automatic mode switches (ams) were observed on the right atrial (ra) lead. The rv and ra leads were explanted and replaced to resolve the event. Following explant, insulation damage was visually observed on both the rv and ra leads. The patient was stable and will continue to be monitored.